Event description:
It was reported, the patient just had stage 2 interstim implant on the day of this call and was concerned that patient programmer pp was not working when she got home the procedure on the day of this call, attempted to sync with neurostimulator ( ins) but saw power on resets (por) message. A display showing "call your doctor" icon and por condition was noted. It was later reported on 2014 (B)(6) that health care provider used a bovie after programming and erased the neurostimulator memory. The health care provider reprogrammed the patient icon and ins which fixed the problem. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the implant therapy was not effective ((B)(6) 2014). The patient was reprogrammed by a manufacturers' representative over 6 months to a year prior to report. It was only helpful for a couple of weeks.

Manufacturer narrative:
Product ID 3889-28, lot# va0p1jz, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).